Manufacturer narrative:
H10: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The sutures are still on the device, run through the cannula, and tied at the cleat. The anchor has been fragmented, and a small piece of it is inside the cannula of the insertion device. The rest of the anchor was returned with deformation and fractured. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. A clinical review states that based on the limited information provided the clinical root cause of the reported events could not be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the twinfix anchor is implantable, biocompatibility is not an issue. The root cause was associated with a component failure. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated. H11: corrected information in h6 (investigation findings, conclusions & component code).

Event description:
It was reported during a video shoulder and cuff procedure that when introducing the initial portion of the twinfix anchor and placing it, it broke after a few turns. The broken piece of the anchor was removed, and a second anchor was placed into the same hole as the first. However, the second anchor also broke, and there was no way to remove it from the head of the humerus. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.